Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: 2014-(B)(6), product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: 2011-(B)(6), product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: 2011-(B)(6), product type: catheter. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital due to experiencing confusion, anxiety, restlessness, and increased spasticity. The patient had an altered mental status with systemic symptoms of confusion, increased spasticity and agitation. The patient recently had an increase of intrathecal baclofen dose on 2015-(B)(6) from 100 mcg to 125 mcg/day. The patient also had an unknown increase in oral baclofen. The pump was read and the logs were checked; no motor stalls occurred and no alleged product issues were reported. It was reported that the patient was recently diagnosed with addison¿s disease. The patient had an MRI on 2015-(B)(6). It was noted that it was unknown how the patient was doing at the time of this report or if they were receiving effective therapy. The patient was ¿alive ¿ no injury.¿ the type of medication being delivered via the device system was baclofen. Additional information has been requested regarding the patient¿s interventions and outcome, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.